Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. **other device involved in this event: controller/(B)(4)/ catalog number:1407de / expiration date: 05/31/2016. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was found at home with both source of energy disconnected. It was further stated that the patient expired on (B)(6) 2017. No additional information available.

Manufacturer narrative:
Additional information received: it was reported from the site that the patient was found at home by his wife and the emergency services and they didn't indicate that there was a problem on the driveline, as driveline was still connected. It was stated that the medical team tried to extract logfiles from the controller but only the event file was found. Unfortunately, they didn't mark the batteries involved. Apparently patient disconnected power sources by himself. His wife doesn't think it was a suicide. For her, the patient made a mistake. It was stated that the official cause of death was yet to be determined. It was also stated that the controller would be returned and that no autopsy will be done. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was found at home with both power sources disconnected from the controller. The controller was returned for evaluation. The pump was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing.  Log file analysis revealed multiple controller power up and motor start events on (B)(6) 2017, starting at 15:35:15. The data point prior to the first loss of power, at 15:22:55, revealed that (B)(4) was connected to power port 1 with (B)(4) rsoc and (B)(4) was connected to power port 2 with (B)(4) rsoc. Two controller power up events were recorded at 15:35:15 and 16:27:20; a motor start event was not recorded after the first controller power up event, at 15:35:15. The time between the first and second controller power up event was approximately 53 minutes and 5 seconds. A vad disconnect will be recorded in the alarm file 10 seconds after a controller power up event. The absence of a vad disconnect alarm or a motor start event indicates that the controller most likely lost power immediately after the controller power up event at 15:35:15. The data point after the second controller power up event, at 16:42:19, revealed that (B)(4) was connected to power port 1 with (B)(4) rsoc and (B)(4) was connected to power port 2; (B)(4) on power port 2 was disconnected and reconnected within the preceding 15 minute interval. Two controller power up events occurred at 17:33 and 17:39:22; both controller power up events were followed by a motor start event. The data point prior to the two controller power  up events, at 17:27:25, revealed that (B)(4) was connected to power port 1 with (B)(4) rsoc and (B)(4) was connected to power port 2 with (B)(4) rsoc. The data point after the losses of power, at 17:54:21, revealed that (B)(4) was connected to power port 1 with (B)(4) rsoc and (B)(4) was connected to power port 2 with (B)(4) rsoc. Maximum pump off time is estimated at 27 minutes and 56 seconds. The last data point was recorded at 18:24:25. The data file revealed a decreased of flow and power after the first loss of power. Additionally, multiple low flow alarms were recorded during the event. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. Controller/(B)(4). Device available for evaluation: 09/22/2017. Device evaluated by manufacturer: yes returned to manufacturer. Device manufacture date: 05/15/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.